Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush heads that are attached (original oral-b) no longer hold during brushing; the toothbrush detaches several times from the electric handset [device breakage]. Case narrative: consumer via web stated that the original oral-b toothbrush heads no longer held to the oral-b genius toothbrush, type 3771, during brushing. The oral-b toothbrush refill detached several times from the oral-b electric toothbrush handset. No injury was reported.

Event description:
Brush heads that are attached (original oral-b) no longer hold during brushing; the toothbrush detaches several times from the electric handset [device breakage] case narrative: consumer via web stated that the original oral-b toothbrush heads no longer held to the oral-b genius toothbrush, type 3771, during brushing. The oral-b toothbrush refill detached several times from the oral-b electric toothbrush handset. No injury was reported. 13-feb-2024 follow up via phone: the consumer confirmed that the device was discarded. No injury was reported.

Manufacturer narrative:
(B)(6)2024 case update: complained product will not be not available.